Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon requested a vector analysis and later it was reported that the mean corneal power decreased by -0.22 d. The magnitude of the corneal astigmatism increased by 0.81 d, and the steep meridian rotated counterclockwise by 50 degrees. The cornea flattened by 0.78 d and steepened by 0.35 d along the 176 and the 86 degree meridians, respectively. The surgically induced astigmatism is 1.13 x 176. Lens remains implanted.